Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The issue had been happening for a few months. They had stopped wearing the sensor. The customer's sensor glucose reading from the reported event was 60 mg/dl while their blood glucose reading was 200 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to a low sensor glucose that was below 70 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. Additionally, the customer also reported that they had experienced a high blood glucose level of 486 mg/dl. They treated the high blood glucose with the insulin pump. They declined troubleshooting for the high blood glucose. The insulin pump and the sensor will not be returned for analysis.